Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the lock collar, trocar balloon, valve seal and doors appeared intact. The inflation syringe was received. The obturator was not received. Pmv performed functional testing; the trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the cuff did not inflate. The procedure was completed with the use of another device. There was not a rapid loss of abdominal pressure due to the device's issue. There was no patient injury.